Event description:
It was reported that clips were not loading the jaws of the applier properly. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its rotation tab bent. A closed clip was partially loaded incorrectly and was stuck in the bent rotation tab. Reference file (B)(4) for investigation photos. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was able to properly load into the jaws and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next clip. The following clip, however, was out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 9 clips remaining, including the partially loaded clip, indicating that (B)(4) clips were fired by the end user. CAPA 40010983 has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. The device was returned with its rotation tab bent. The sample was returned with 9 clips remaining, including the partially loaded clip, indicating that 6 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which would prevent the clips from consistently loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900345 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips were not loading the jaws of the applier properly. Therefore, a new unit was used instead.